Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-04754. It was reported that the patient presented to the hospital. It was noted that the left ventricular lead had a high capture threshold and was causing phrenic nerve stimulation. The generator was displaying the elective replacement indicator. The physician began the procedure to replace the generator and left ventricular lead. During the procedure, the physician found an insulation anomaly on the right ventricular lead. The physician explanted and replaced both leads and the generator. There were no patient consequences.

Manufacturer narrative:
A partial lead was returned in one piece measuring 69.5 cm. Visual examination found an extraction tie and insulation cuts attributed to procedural damage. No conductor fractures or internal shorts were noted. The reported events of high capture thresholds and phrenic nerve stimulation were unconfirmed.